Event description:
It was reported the patient experienced increased spasticity related to the catheter occlusion/ kink. The patient outcome was noted as no injury. It was clarified that the pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire device system was replaced due to a catheter fracture and dry pump. The reporter stated that the catheter fractured "sometime in (B)(6)" and the pump "ran dry" around that same time and had been empty for several months as of the time of the report. The patient's last pump refill was in (B)(6) 2012. A catheter dye study was performed with no success of aspiration of the catheter through the catheter access port (cap). This led the physician to a revision and since pump function may have been compromised by running "dry" for several months resulted in a complete device system replacement (pump and catheter). The patient experienced some withdrawal symptoms around the time the pump "ran dry" ((B)(6)); however, the reporter did not know exact dates or symptoms. Patient outcome was not provided. The device system was used to deliver baclofen. The new pump was filled with gablofen. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# n260165001 serial#, implanted: 2011,(B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4).